Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon evaluation the trunk cable was damaged, exposing wires. The cause for the damaged cable cannot be positively determined. No adverse event resulted from the damaged cable. The patient received a replacement electrode belt.

Event description:
The daughter of (B)(6) female patient contacted zoll customer support to report that the patient's monitor was displaying service code 204. The patient was provided with a replacement electrode belt.